Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 433 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and magnesium, and an EKG was performed. Customer was discharged later the same day with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using lyumjev insulin within the pump supplies. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide.